Event description:
It was reported that there was exposure to electromagnetic interference. The atrial lead sensed it. The non-sustained tachycardia episode was very short in duration. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.